Manufacturer narrative:
The pattie/strip was returned for evaluation. Device identifier: (B)(4). Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the unaided eye and no anomalies were observed, the packaging met requirements per procedures. The returned unit was found to work as intended, and met all acceptance criteria. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
A facility reported that the thickness of the sealing part with sterilization pouch was not uniform before the procedure. A new one was used, and the procedure was completed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.